Event description:
The customer reported a clear leak from the coulter act 5diff cap pierce (cp). The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on 4/21/2015. The fse found that pinch valve lv27 was not actuating and was causing the rinse bath to overflow. The fse replaced pinch valve lv27, which repaired the leak. The repairs were verified per established procedures. (B)(4).